Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ 3-piece syringe had foreign matter. Report 1 of 2. The following was translated from dutch to english: from 1 batch number 2 different syringes with discrepancies: 1 syringe what looks "dirty", with brown stains in several places (on the other side of the measuring scale and on the piece of the luer-lock. 1 syringe whose rubber is deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 02oct2023 h6: investigation summary two samples and five photos were provided to our quality team for investigation. The samples were visually evaluated. One sample was observed to have a several embedded brown spots of foreign matter present on the barrel surface, flange, and collar areas. The observed conditions are non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Batch 2340654 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe had foreign matter. Report 1 of 2. The following was translated from dutch to english: from 1 batch number 2 different syringes with discrepancies: - 1 syringe what looks "dirty", with brown stains in several places (on the other side of the measuring scale and on the piece of the luer-lock. - 1 syringe whose rubber is deformed.